Event description:
Unomedical reference number (B)(4). Event occurred in australia on (B)(6) 2024, it was reported by the patient that occlusion alarm occur due blockage at site. No further information was available.